Event description:
Haemonetics received a complaint on (B)(4) 2012 for an orthopat device with the description "fluid spill. Post procedure. No injuries. Burning odor." No patient/operator injury associated.

Manufacturer narrative:
The device was not returned for evaluation. A follow up report will be filed upon completion of the evaluation. (B)(4).